Manufacturer narrative:
Investigation summary: two photos were provided for evaluation. One photo shows three packaging blisters. One of them has the needle missing; the other two have what appears to be needle hub damaged. The second photo shows two-needle assemblies without the plastic shield; each of the parts has the needle with epoxy on it. For needle missing: this would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest, and the part is placed in the "nest." Then the top web is placed, and the blister is sealed. In this case, the missing part was not put in the nest and was not detected in the next processes. For excessive epoxy: this is due to the assembly line. The plastic hub is placed under the cannulator; then, the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the excess of white epoxy on the needle. For plastic hub damaged: it may have happened that the needle assembly was not correctly assembled to the fixture. Then, when the plastic shield was assembled, it got damaged. Based on the investigation and the analysis of the photos provided, the symptoms reported by the customer are confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 8277629 for foreign matter. Previous complaint (B)(4). This is the 1st complaint for lot # 8277629 for needle missing, needle hub hole/cracked/damaged. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation and the analysis of the photos provided the symptoms reported by the customer are confirmed. This is the second complaint. This lot was produced for 1.4mm units this is a cpm of 1.4. We will continue monitoring this product and lot. Root cause description: for needle missing: this would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest, and the part is placed in the "nest." Then the top web is placed, and the blister is sealed. In this case, the missing part was not put in the nest and was not detected in the next processes. For excessive epoxy: this is due to the assembly line. The plastic hub is placed under the cannulator; then, the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the excess of white epoxy on the needle. For plastic hub damaged: it may have happened that the needle assembly was not correctly assembled to the fixture. Then, when the plastic shield was assembled, it got damaged. Based on the investigation and the analysis of the photos provided, the symptoms reported by the customer are confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd filter needle 19g x 1/2 in experienced a cracked/damaged needle hub and foreign matter contamination. Product defects were noted prior to use. The following information was provided by the initial reporter: during the inspection of batch 8277629 filter needles, customer company had found 5 kinds of needle quality defects: no needle; fracture of needle base; there were confetti foreign bodies in the package; steel scraps attached on the needle pipe; residual viscose on the tip.